Event description:
Falsely elevated troponin I results of 3.06 and 2.02 ng/ml were obtained on two patient samples. The results were reported to the physician who questioned the results. The samples were retested on the same instrument and results of 0.02 and 0.02 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The, most likely cause for the falsely elevated troponin I result is hm maintenance.